Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer switched to an alternate form of insulin therapy known as mdi. Technical support sent a new replacement pump and provided instructions for putting the pump into storage mode. The caller was advised to return the faulty pump using a pre-paid ups label.